Manufacturer narrative:
(B)(4) date sent: 1/15/2026 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Was the device on a vessel/artery when it would not open? Yes 2. If yes, how was the device removed? (Cut off, forced open) cut off 3. If the device was cut off, was there any damage to the vessel/tissue? No 5. Were the device jaws eventually opened? Unknown 6. Were there any patient consequences? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the mediastinoscopy for radical resection of esophageal cancer, after fired, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.